Event description:
It was reported the bronchovideoscope displayed the b30 communication error after the scope was plugged into the lightsource. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed that there was no image. Based on the results of the investigation, no nonconformance were found related to this complaint. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.